Event description:
Additional information was received indicating an invasive procedure was performed to replace this lead. Difficulty was experienced extracting the lead due to the vein being occluded. The lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited increased shock impedance measurements. A high out of range shock impedance measurement was later observed. No adverse patient effects were reported.